Manufacturer narrative:
Date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported that on friday and saturday it was awful and patient probably had 7-8 accidents both days and the last 2 days patient has had pain at the ins site. The pain shoots down the right side intermittently however stimulation sensation is normally felt on the left side. The pain woke patient up last night and is in the front of the abdomen and back where the ins was and shoots down the inside of the leg towards the foot. Patient also reports it felt like it was burning at the ins site even though there were no visible symptoms at the implant site. Patient stated they are not sure if they were sitting too much for their job or not drinking enough water. They turned stimulation off last night and the pain did not improve. Patient states it may just be part of the healing process and in the past they had had back issues that shot down the leg and more so when sitting. Patient was not running a fever. Patient reports no falls or traumas. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that cause of the burning at the implant site was determined. The issue was confirmed resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were having terrible control now and going a lot again, just like before. They stated they waned the ins to do a better job at its job. They reported they had stool when they woke up the morning of report and that had never happened before getting the stimulator. They reported this was distressing. They stated the reached out to the rep who told them to work down from program a to c. They stated there was not program b and they weren't able to meet up with the rep a month ago, so they just put the therapy on program a. They reported they had had insurmountable problems. They inquired if they should go back to program c un til they could reach the rep or if there was a setting that would work better. Therapy information was reviewed and they were redirected to their hcp. Patient mentioned they had been on 3 and stated they had tried 'other things in the past' stating they had been on 7. They stated they were on program a and increased stimulation to 1.05 the morning of report. The increased on the call to 1.15 and reported feeling stimulation in the leg and thigh. Stimulation expectation was reviewed and the patient stated they were kind of feeling stimulation in the bike seat area, but also in their upper inner thigh on the left side. They confirmed they also felt it in the lower buttock area in the bike seat. They clarified that when feeling it in their upper inner thigh, they were feeling it close to their groin. They increased stimulation to 1.20 and wanted to leave stimulation at that setting. They were going to monitor symptoms after making a change and follow-up with their hcp. They mentioned they met with a rep, probably 2 months prior who change the setting and that seemed to help for a while.